Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault could not be confirmed as no log files were submitted for review and no product was returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline all system controller alarms, as well as how to respond to each alarm condition. Additionally, the patient handbook also lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including driveline power faults and driveline communication faults, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient got a driveline fault alarm upon connecting to external power. A replacement controller was requested.